Event description:
It was reported that the ventilator generated technical error codes indicating power errors. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Based on technician statement inspiratory channel printed circuit board, o2 cell, o2 cell cable, air inlet filter, pressure transducer printed circuit board and monitoring printed circuit board have been pointed as defective. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Inspiratory channel printed circuit board is interconnecting board which is e.g. Directly connected to o2 cell via cable for o2 cell, therefore if pc2030 is defective the o2 cell test may failed. The airflow to the turbine and to the patient is protected by an air inlet filter. The air inlet filter consists of a hepa (high efficiency particulate air) filter and a dust filter. Both filters are articles of consumption and dust filter for the air inlet filter consumption is approx. 15 pcs/year and air inlet filter for the turbine module needs to be replaced once a year or every 5000 hours of operation, whichever comes first. Air inlet filter is included in maintenance kit servo-air 5000 h. The monitoring printed circuit board handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. This board also contains a barometric transducer and the measured barometric pressure is supplied to the other sub-units in the system. O2 cell is responsible for measuring the o2 concentration in the inspiratory channel. Technical error 70 shall be activated when the ambient temperature metric is outside the range 0-55°c. Technical error 78 is activated if the +12v_insp voltage reported from the power subsystem has been <10.8v for more than three seconds technical error 80 is activated if the +5v_insp voltage reported from the power subsystem has been <4.5v for more than three seconds. Technical error 81 (power failure minus 12 volts insp too high svt alarm) shall be triggered by mon subsystem if the -12v to inspiratory flowmeter voltage reported from the power subsystem has been >-10.8v for more than three seconds. Technical error 84 alarm shall be activated when the power supply subsystem indicates an error on the o2 evacuation fan the device's logs and claimed parts were not provided for further analysis. The cause of the issue has been determined as related to inspiratory channel printed circuit board, o2 cell, o2 cell cable, air inlet filter, pressure transducer printed circuit board and monitoring printed circuit board.